Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage where foreign material remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation it was observed that there was a scope communication error and unspecified foreign material clogging the air/water channel. This finding likely occurred due to an accumulation of foreign material that clogged during reprocessing of the scope. Upon further inspection, it was observed that the glue of the bending section cover was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope displayed scope communication error (101) message and the air channel was clogged. There were no reports of patient harm associated with this event.